Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had buttons harder to pressed. The customer¿s blood glucose level was unknown. The customer was declined to troubleshooting with technical support. Customer stated that insulin pump had rewind more than more and louder during rewind. The insulin pump will not be returned for analysis